Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned proglide indicated that the plunger remained inside the device and the device was open/separated at the proximal end. During lab testing, the device was disassembled for inspection and the needle follower was found broken. The observed damage was consistent with forcibly closing the lever to retract the foot prior to retracting the needle plunger to retrieve the suture, resulting in the handle body being open/separated at the proximal end and the device being difficult to remove as reported. Per the instructions for use (IFU), this is an incorrect deployment sequence. The IFU, under the smc device placement section, describes the deployment sequence as follows: disengage the needles by pulling the plunger assembly back (in the direction marked #3 on the needle plunger) and completely remove the plunger and needles from the body of the device. One suture limb will be attached to one end of a link. The other end of the link will be attached to the anterior needle. The posterior needle will be free of suture. Pull back on the plunger until the suture is pulled taut. Do not attempt to redeploy the needles in the event of failure to capture the suture. Cut the suture from the anterior needle distal of the link. Relax the device and then return the foot to its original position by pushing the lever (marked #4) on top of the device down to its original position. Based on the investigation findings, the probable cause for the detected broken needle follower and reported disassembled device handle body is incorrect deployment technique. The returned condition revealed successful foot and subsequent needle plunger deployment as evidenced by both cuffs capturing the needles, contradicting the reported product experience. No manufacturing or quality deficiency was detected. As reported, a femoral angiogram was not taken prior to the procedure, as outlined in the IFU. The IFU, under the warnings and the device placement sections, states: perform a femoral angiogram to verify the location of the puncture site. However, this issue would not contribute to this event and its findings. A review of the device history record did not reveal any relevant non-conforming material records associated with this lot that would have contributed to this complaint and its investigation findings. There does not appear to be any indication of a lot specific product quality deficiency.

Event description:
It was reported that a physician, trained in the use of the proglide device, attempted arteriotomy closure of the right common femoral artery after a renal percutaneous transluminal angioplasty (pta) interventional procedure. Reportedly, the physician had difficulty lifting up the lever to deploy the foot. When attempting to lift the lever, the device body separated into 2 parts. The lever was manipulated 3 times to retract the foot into the device and remove the proglide device from the patient. A non-abbott device was used to achieve hemostasis. A femoral angiogram was not taken prior to the procedure. There were no reported adverse patient sequelae. Though requested, no additional information was provided.